Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. There was fluid loss in the device, two pinhole leaks were noted. The aus was explanted and replaced. There were no additional patient complications.